Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "airway pressure sensing failure - 1052" message and powered down. Complainant indicated that the clinician manually ventilated the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction of "unit shuts off" was not duplicated or confirmed. The device was put through extensive testing which included functional testing, power cycling and calibration testing without duplicating the reported malfunction. Review of clinical and error logs did not find any evidence to support the reported malfunction. The reported malfunction of "airway pressure sensing failure - 1052" was observed during review of device's history logs. The device was put through extensive testing which included stress testing, functional testing, and calibration testing without duplicating the reported malfunction. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.